Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that stored episodes with noise were observed on the right ventricular (rv) rate/sense lead. Additionally, oversensing resulted in inappropriate anti-tachycardia pacing (atp) with pacing inhibition less than two seconds. Subsequently, the rv lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure. It was later reported that a fracture was observed on the rv lead. No further information was available.

Event description:
Additional information was received that an inappropriate shock was delivered as a result of oversensing.